Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. The motor was tested outside of the device and passed. The insulin pump was also received with a cracked case at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's husband reported via phone call that the insulin pump alarmed motor error. The caller stated that they were able to clear the alarm and were trying to get the device to work again. The customer was able to complete the rewind sequence. The caller stated that they observed a lot of air in the infusion set tubing. He added that the insulin pump had not been exposed to a strong magnetic field. The customer's blood glucose was 125 mg/dl. The customer did not observe any significant events leading to the alarm. The caller also reported that the customer had experienced high and low blood glucose while using the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.